Event description:
It was reported that the patient underwent a fusion procedure using rhbmp-2/acs in november of 2012. It was reported that the patient began experiencing pain in her neck in spring of 2012. In june of 2012, the patient developed numbness on the right side of her body as well as a shooting pain into her right shoulder and arm. The doctor diagnosed the patient with two herniated discs at c3 through c5 and scheduled her for a c5-c6 and c6-c7 fusion surgery. On or about (B)(6) 2012, the doctor performed the cervical fusion surgery. Immediately following the surgery the patient felt some relief but still experienced numbness in her right hand that was progressively worsening. She also began to experience increased lower back pain. After the patient's 2012 appointment the plaintiff developed and was diagnosed with (B)(6). During her appointment the doctor's dog was present and it was believed the dog had (B)(6). A second surgery was scheduled even though the patient's pre-operative MRI indicated no radiculopathy. In (B)(6) of 2012 the doctor performed the l4-l5 and l5-s1 spinal fusion surgery on the patient. Reportedly, the patient experiences extreme pain around the lumbar incision areas with pain radiating outward from the surgical site. Reportedly, the patient additionally experiences constant numbness in her left and right hands. The numbness in her right hand has left her with little to no ability to control her right hand and she is no longer able to write. Reportedly, the patient also experiences neck and shoulder pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.